Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported the non-osseointegration of a dental implant was installed in intraoral region #15. The patient had bone type iii. No further information was provided.